Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's aneurysm morphology changed. There was no endoleak present; however, there was significant angulation, which may have caused the stent graft to pull out of the aortic neck. It was also reported that the stent graft might have been placed low to begin with. Two aneurx 28 mm aortic cuffs were successfully implanted to correct the migration.